Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during cataract surgery with intraocular lens (iol) implantation, cartridges cause scratches on the intraocular lens. There was no patient impact.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A used company cartridge was returned for lot 16019750. Viscoelastic was observed in the cartridge. No damage was observed. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified viscoelastic was indicated. It is unknown if a qualified lens model/diopter and handpiece were used. The root cause could not be determined. No problem was found with the returned used company cartridge. No damage was observed. Topcoat dye stain testing was conducted with acceptable results. It is unknown if a qualified lens model/diopter and handpiece were used. The instructions for use (IFU) instructs: the company¿ iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company¿ iol delivery system. The company¿ cartridges are qualified for use with compatible company¿ handpieces for the surgical implantation of company qualified foldable iols. The company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to iol and potential complications during the implantation process. The company cartridge sample was returned with another complaint with no information provided. The facility responded they did not want to file a complaint for this sample. No further information was provided. It appears this sample may have been returned in error. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. The manufacturer internal reference number is: (B)(4).